Event description:
The customer reported that the power on switch moves back to off immediately. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the system cable. The system operates as intended.